Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) incorrectly interpreted a treatable patient arrythmia as supraventricular tachycardia (svt) initially. This resulted in delayed therapy for said arrythmia. Programming changes were recommended but not yet implemented. The patient was stable.